Event description:
During the evaluation of the device at third-party service center, a malfunction of the ventilator's keypad was observed and a "service required" code was found in the ventilator's downloaded error log. The device's front panel/keypad led board and the power supply was replaced to address the issue.